Event description:
The customer tested her blood glucose using her contour meter and her husband's contour. The customer's meter read 57 mg/dl, while the other meter read "hi". The "hi" reading was off the grid, but the difference between readings appears to fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot and ended the call. No product will be returned for eval.